Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a high out-of-range right atrial (ra) lead pacing impedance measurement greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar, however the patient does not have an atrial lead implanted. The device recorded a signal artifact monitor (sam) event due to a plugged atrial port, as a result of a high impedance measurement. The algorithm is working as design. Undersensing of r-waves was also noted, and technical services (ts) was consulted to provide additional information on programming and auto-sensing algorithms. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a high out-of-range right atrial (ra) lead pacing impedance measurement greater than 3,000 ohms triggering a lead safety switch (lss) to unipolar, however the patient does not have an atrial lead implanted. The device recorded a signal artifact monitor (sam) event due to a plugged atrial port, as a result of a high impedance measurement. The algorithm is working as design. Undersensing of r-waves was also noted, and technical services (ts) was consulted to provide additional information on programming and auto-sensing algorithms. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
D6a field correction - implant date updated from (B)(6) 2024 to (B)(6) 2024. Report number: 2124215-2024-26903.